Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and the displacement test however, the pump alarmed pump error 63 during the self test. Pump error 63 alarm (variable 3) and pump error 53 alarms are found in the downloaded history files. Pump error 63 alarm is due to broken trace at pin 6 (sda) u1 on the keypad assembly and pump error 53 (line number 5632 file number 2005) alarm is due to a software error. No unexpected battery failed alarms noted during testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. The customer stated that the battery compartment and spring was not damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.